Manufacturer narrative:
Concomitant medical products: 6935m-62 lead, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.